Event description:
The pt described experiencing symptoms of vomiting and dizziness. She did not have a meter to test. No actions were taken that would affect her blood glucose level. The pt reported being tested on a one touch ultra meter and a result of 180 mg/dl was obtained. She was admin glucose by a med professional. No further clinical info was provided. The customer care advocate (cca) verified that the closure seal was intact prior to opening the meter kit. The meter kit was replaced and complimentary test strips were sent. It would habe been helpful to know how long the pt had not tested, when she developed symptoms, her medication regimen, if the 180 mg/dl result was obtained on the med professional meter, if the 180 mg/dl was obtained prior or following the glucose treatment, and what was the basis for glucose treatment. This complaint is being reported since the pt purchased a meter kit that did not include a meter or lancing device and later became symptomatic and received glucose treatment.